Event description:
Subsequent to the initially filed report, the following information was received: once the clip had opened slightly from being caught in the clip introducer (ci), the clip was unable to fully close. No additional information was provided.

Manufacturer narrative:
The returned device analysis could not test the reported retraction problem (clip introducer) and difficult to open or close (inability to close clip) as the clip delivery system (cds) was not returned (only clip was returned). The reported positioning failure (leaflet grasping ¿ clip not implanted) also could not be replicated in a testing environment as it was related to patient/procedural conditions. Additionally, the analysis observed a broken actuator coupler, dent in the actuator coupler, bent harness, bent gripper arm, frayed clip cover. The broken actuator coupler was sent for scanning electron microscope (sem) analysis for failure analysis, and the result stated that this fracture indicates a ductile/tensile failure mode originating from the thread root. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the available information, the reported inability to close clip was due to user technique and/or procedural circumstances (clip arm caught on the clip introducer). The reported retraction problem appears to be a cascading effect of the reported inability to close clip. The reported positioning failure (leaflet grasping ¿ clip not implanted) was due to challenging patient anatomy. The observed dent in the actuator coupler, bent harness, bent gripper arm, frayed clip cover appear to be a result of procedural circumstances as troubleshooting was performed to close the clip tightly to be able to retract into the clip introducer. The investigation determined the noted broken actuator coupler appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a retraction problem. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An ntw clip delivery system (cds) was advanced but was unable to grasp the leaflets; therefore, the physician decided to remove the clip. The clip was pulled into the steerable guide catheter (sgc) with no issues. However, the clip could not be pulled into the clip introducer (ci) as one of the clip arms became caught on the outside of the ci. The decision was made to deploy the clip inside the column of the sgc. The cds was then removed from the sgc. To keep the clip in place, a sheath and a j-wire were inserted into the sgc. The sgc was successfully removed and replaced. Two mitraclips were implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.